Event description:
Boston scientific received information that post implant of this right ventricular (rv) lead, threshold measurements continued to increase. A revision procedure was performed. During the procedure, the patient with this lead experienced chest pain. The rv lead was quickly placed and there was a noted concern of tamponade occurring. The physician ordered an echocardiogram, which appeared to be a tiny area that had already corrected itself. The patient was to be monitored closely overnight. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.